Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent that an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter for which the biosense webster, inc. Product analysis lab found a broken tip. Initially it was reported that during the procedure, the magnetic sensor error 106 was displayed. The catheter was replaced with a second catheter and the procedure was completed. There was no patient consequence reported to the patient. On january 7, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection it was found that a part of one of the catheter splines is missing. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on january 7, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is january 7, 2020.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent that an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter for which the biosense webster, inc. Product analysis lab found a broken tip. Initially it was reported that during the procedure, the magnetic sensor error 106 was displayed. The catheter was replaced with a second catheter and the procedure was completed. There was no patient consequence reported to the patient. The device was visually inspected and one of the splines was missing. Therefore, the magnetic sensor functionality testing could not be evaluated due to returned catheter condition. A manufacturing record evaluation was performed for the finished device 30238624l number, and no internal actions was found during the review. The customer complaint cannot be confirmed. The root cause of the spline detached cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the shipment; however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).